Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown accolade stem inserter/extractor. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
It was reported that during a total hip procedure, surgeon was going to implant the femoral stem and when screwing the implant to the inserter, surgeon found the threads were stripped and would not allow implant to be fully mated to the inserter. Hospital discarded inserter and completed the case with another inserter that was readily available.